Event description:
Customer alleged when the wheel locks are engaged the wheels will not lock into place.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.